Event description:
The fe reported an interlock failure error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power motor relay was repaired during the service call. The system was tested and found to be working as intended and put back into service.